Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons had to be pressed multiple times,top right corner of the screen had crack, back light was dimmer, insulin pump had no delivery alarm and battery life was diminished however insulin pump was unresponsive. The device will not be returned for the analysis.